Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation with the original folding carton. Visual inspection, using a microscope at 10x magnification, showed loose particles in the optic body compatible with handling the lens out of the sterile environment. One lens haptic was observed distorted. The condition observed in the lens and lens haptics are consistent with iols that were handled for removal processes during same surgical procedure. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on product history complaints revealed no product deficiency was found. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: emerald cartridge, lot #: unknown. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted the surgeon determined not enough intact capsule to support the lens. The surgeon removed and put in an anterior chamber lens. Reportedly, there was an incision enlargement. No further information was provided.